Event description:
According to the report, during correspondence with a surgeon cryolife representatives were informed that approximately 3 to 5 years ago two patients died and the surgeon attributed the deaths to the use of bioglue. Specifically, during an unspecified cardiac procedure bioglue (lot number unknown) was applied. Subsequently, the patient died of systemic infection. The surgeon was not willing to elaborate any further and has stated that he does not want to discuss either case. This report represents the second of two incidents.

Manufacturer narrative:
A medical review of the available information was performed. Bioglue is sterilized via validated sterilization procedure using gamma irradiation. It is not likely that bioglue would cause or contribute to a systemic infection. Additionally, a systemic infection is a well established post-operative complication in many surgeries including cardiovascular and cardiothoracic procedures. Therefore, it is possible that this death is a result of a known, potential post-operative complication related to the procedure, rather than the direct result of the use of bioglue. However, with the available information, no conclusion can be drawn at this time... Manufacturer did not receive form 3500a from user. This report is closed, unless otherwise specified.